Event description:
It was reported that the right ventricular lead had a high impedance for the past two years. The lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was later reported that the lead continued to have high impedance and a possible fracture. The lead was capped and replaced.